Manufacturer narrative:
On november 23, 2020, the mentor failure analysis lab received the device for evaluation. On december 3, 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation of the device, a tear was observed on the posterior aspect, measuring 3.4 cm. The product evaluation lab could not identify a conclusion due to the specific nature of this rupture and insufficient paperwork. The evaluation was limited to non-destructive testing. If additional documentation requested is received, the device will be thoroughly analyzed via microscopic examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture patient code 3191: medical device removal if certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient underwent revision breast augmentation with a 275cc mentor memorygel breast implant on the left side and with 375cc mentor memorygel breast implant on the right side and experienced bilateral breast implant ruptures postoperatively. As a result, the patient underwent bilateral removal only surgery on (B)(6) 2020. This report is for the patients left-sided device.